Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a broken battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during a bolus attempt. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap was damaged. The insulin pump was exposed to an MRI or high magnetic field. However, the device was able to pass the displacement test. The device was also successfully rewound. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.